Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, and an opening. A leak test was performed and found an opening on the anterior/radius side. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool, and three puncture openings on the posterior side, consistent in the use of some surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on the radius side due to surgical damage, non-penetrating striated nicks, and three puncture openings on the patch due to surgical damage. Additional, corrected, and/or changed data: d.6., d.10., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.